Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received a hardware low level failure and beep anomaly. The customer¿s blood glucose level was unknown. The customer reported that the pump volume sounds at maximum even if it was set at the volume to 3 or lower. Customer stated that they had recurring hardware low level failures alarm during the self-test. Customer stated that they had second occurrence of the hardware low level failure error. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures error was confirmed in the formatted history file due to a cracked solder joint found on of the ambient light sensor. The audio tone or vibrate feature on the device functioned properly during testing. No audio or vibrate anomaly noted during testing.